Event description:
It was reported that during a da vinci pyeloplasty procedure, while the surgeon was using the large needle drive instrument to suture, the instrument did not respond as intended. No missing or fallen pieces were reported. The planned surgical procedure was completed with a replacement instrument and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument's grip cables on one side of the distal clevis was derailed from the distal idler pulley, resulting in non-intuitive motion. Failure analysis investigation also found that the conductor wires were intact and undamaged; however, one grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.